Manufacturer narrative:
This foreign report is being submitted on 04-dec-2015 for a device product that is considered same/similar to a us marketed device (evolence collagen filler). Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated december 20, 2010. Unable to contact the reporter for additional information as the contact information of the reporter is not available. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 12-dec-2012 from a (B)(6) year-old female consumer reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2008, evolence collagen filler (lot number, expiration date, dose and frequency unspecified) was administered intradermally by a doctor into the mouth of the consumer. After an unspecified duration, the consumer developed granules and a large bump that resulted in a deformed and disfigured appearance. She described the bump as a hard ball of collagen. On an unspecified date, a doctor was consulted and the event was treated with multiple laser procedures. The consumer tried unspecified procedures to break up the bump. The action taken with the device was unknown. The event did not resolve. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (medically significant) and company causality was assessed as related.